Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by user facility: event 2, once tubing is connected, tubing is leaking . Detailed inquiry description: the lot#s of product that failed is 0061939271 for the quantity of 2 each.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Regarding the reported defect of leakage, one (1) used sample was provided for evaluation. Upon visual evaluation, it was noted that the product was assembled correctly. The sample was then leak tested with no signs of leakage being observed. Additionally, one (1) unused sample was provided for evaluation. The sample was visually evaluated, and it was noted that a blood spike was missing, and the tubing was detached from the distal part of the space pump. Based on the sample evaluations, the defect of a missing spike is confirmed. Incidents of this nature are attributed to operator oversight during the manual assembly process of the product. Specifically, the operator failed to attach the blood spike and applied insufficient solvent on the tubing during the bonding process. Regarding the defect of leakage, the returned sample met internal specifications, and the reported defect is not confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.